Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman port single lumen are cleared in the us. The pro code and 510 k number for the hickman port single lumen are identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that prior to a port placement, the device allegedly become mouldy inside the package. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement, the device allegedly become mouldy inside the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f are cleared in the us. The pro code and 510 k number for the hm.r.I. Low-profile implantable port, hickman single-lumen, 6.6f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation and two electronic photos were provided for review. The investigation is confirmed for the reported contamination issue, as a stain was noted inside the package. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2022), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.